Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025 the user and contact reported receiving alert 38 (motor stall) on the ilet. The agent verified the alert and instructed the user to restart the device and perform a dry run. After restarting, the user attempted multiple rewinds but remained unable to complete the process despite no active alerts. The device was determined to be nonfunctional, and a replacement ilet was arranged for overnight shipment. The user transitioned to multiple daily injections (mdi) in the interim. Blood glucose was 134 mg/dl during the call, and no symptoms or medical assistance were required.